Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer confirmed that the customer resolved the issue. The system functioned as intended after the customer resolved the issue. E.1.initial reporter facility: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.